Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation outside of its original packaging. Visual inspection did not identify any defects. A leak test was performed, and the results were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set had unspecified foreign material inside. There was no patient involvement as this was found before patient use. No additional information is available.